Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the medication barcode was already linked. The technical support specialist confirmed the customer resolved the issue. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported when using the bd pyxis medstation es system did not scan tamsulosin 0.4mg capsules medication linked on the server. The customer added that this malfunction caused a delay in retrieving medication to patient. However, there were no adverse events or injuries reported based on this event.